Manufacturer narrative:
(B)(4).

Event description:
A vns patient had reportedly passed away. The patient's physician suspected the death was sudep but no autopsy was performed. The patient's vns device had been disabled the day after the patient underwent replacement. There was no note of the patient's device being programmed back on. A review of the available programming history showed that the patient's device had been operating as intended after implant on (B)(6) 2016. No further relevant information has been received to date.